Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during surgery the plastic handle fractured while impacting an inlay with hammer blows. No harm to patient or operator.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of returned handles confirm fracture on the shaft. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.